Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 483 mg/dl. The customer stated that his blood glucose levels were high all day, even after he had changed the infusion set. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp to perform the high pressure test. Nothing further was reported.